Event description:
It was reported that balloon rupture occured. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 1-20 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.